Event description:
During ureteral stent placement, the physician encountered difficulty placing the stent requiring multiple attempts at placement. A portion of the stent broke off and remained within the ureter, resulting in an unanticipated retained foreign body.